Event description:
Rptr writes, "incident description: ref mentadent toothbrushes. I have had not one but two mentadent toothbrushes break in my mouth, while brushing in my normal fashion. In the first case, the entire head first broke off. I put it back in its original container, intending to send it to mentadent (cheseborough ponds) with a request for refund. The next day, the head of the toothbrush had further fallen apart, into about 10 pieces. This morning, I was using another mentadent toothbrush - again in the same fashion I've always brushed my teeth (not hard or vigorous). In this case, one edge of the toothbrush broke off in my mouth and was brushed back toward my throat with the next stroke of the brush. This is a terrible choking accident waiting to happen! Also, there is the risk of damaging teeth and gums as one suddenly finds themselves stroking their gums with a sharp piece of plastic."